Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data revealed loss of prime warning with low non-zero force. On investigation, the pump was exercise for 24 hours successfully without duplication of the loss of prime warning. The force sensor was evaluated and determined to be within specifications. The pump was opened for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint.

Event description:
The distributor contacted animas on (B)(6) 2015 alleging the pump experienced a prime (loss of prime) issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved after troubleshooting efforts.